Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient representative reported that the patient felt dizzy and light headed. They also stated the pacing lead had to revised when their ipg ws first implanted. No further patient complications have been reported as a result of this event.